Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
I was resetting trays after case and noticed tip of screwdriver was broken. The rep told me it was in good working condition in case. The shaft had to be broken during central sterile processing or washing.

Manufacturer narrative:
The reported event that screwdriver bit axsos t15, ao fitting 4.0mm locking set was alleged of issue s-18 (instrument breakage identified out of surgery) could not be confirmed. According to the investigation, failure mode s-11 (breakage during surgery) has been confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by overtorque. Please note that operative technique (axsos-st-3 axsos proximal lateral tibia optech, rev 2) states that one has to ¿ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening¿ [original statement]. Some rust has been identified on the breakage surface and this has a negative impact on material integrity and properties. Please note that the instruction for use (v15011 rev m 06-2015 instruments IFU ot-IFU-152) states that ¿instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use¿ [original statement]. The device inspection revealed the following: the device at issue resulted overall in a good state. The tip breakage has been verified and its pattern suggests overtorque has been applied during surgery. Some rust has been observed on the breakage surface and on the blade. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
I was resetting trays after case and noticed tip of screwdriver was broken. The rep told me it was in good working condition in case. The shaft had to be broken during central sterile processing or washing.